Manufacturer narrative:
Medfusion - investigation: customer reported problem: not holding charge. Tamper seal removed / broken: no. Physical condition of the device deep scratches on keypad. Results of pump event history log review: no error which related to customer reported problem was found in history. Evaluation tests or methods used to duplicate / replicate the reported problems: power up process and check status of battery while pump was plugged in. Reported problem duplicated / replicated: battery not charging after pump was plugged in for 10 mins. What caused the reported (primary) problem: interconnect board is not operate as intended. Who caused the reported problem: unable to determine, no physical or any other damaged was found on interconnect board. Actions / repairs done to correct the reported (primary) problem: replaced interconnect board. Performed power up process and check the status of battery while pump was plugged in which passed. Primary f-code: (B)(4). Repair summary: replaced keypad for physical damaged, also replaced main board for backlight is not working. Device passed functional / delivery tests: yes. Incoming software app: 3.0.6. Outgoing software app: 3.0.6.

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery not holding charge.